Event description:
It was reported that a level 1® hotline® 3 blood and fluid warmer experienced no alarm when tripping float switch. No reported patient injury.

Manufacturer narrative:
One used fluid warmer was received for investigation. A visual inspection revealed the device to be in good physical condition. The float switch was tested manually and the switch activated the low fluid level alarm consistently. The device performed as intended. The complaint was not confirmed.